Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05327, 1627487-2023-04050. It was reported that the patient was experiencing discomfort at the ipg site. During the surgery on (B)(4) 2023 the leads were unintentionally cut. As a result, the ipg was repositioned in the pocket to address the issue and the leads were explanted and replaced.